Event description:
It was reported that the patient's atrial lead had exhibited high capture thresholds and failure to sense. Imaging confirmed that the lead dislodged. The lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement, failure to sense, and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies.